Event description:
Medtronic received information that a ped3 pipeline had fishmouthing and migration and had to be re-entered and plastyed. The patient was being treated for an unruptured, saccular aneurysm in the paraopthalmic region. The max diameter was 5mm and the neck diameter was 3mm. The distal landing zone was 2.4mm and the proximal landing zone was 3.8mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. The devices were prepared as indicted in the instructions for use device implanted around a curve. Proximal end landed within a straight segment. Device appeared to be well apposed and fully open. Stent was re-entered with phenom 27 and the length of the stent was massaged to ensure good apposition. The following day while still admitted the patient complained of numbness in rt hand. CT performed and showed proximal fish mouthing of the stent. Patient (pt) had eaten so could not go under ga. Pt placed on heparin overnight. The following day the stent was re-entered and plastyed, well apposed and or discharged the following day with no residual side effects. There was migration after deployment. Potentially not well apposed in the curve leaving to delayed shift and fishmouthing. The pipeline was implanted at the intended location. Full wall apposition was achieved. No side branches were covered by pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.